Event description:
On (B)(6) 2014, the lay user/patient's son (the reporter) contacted lifescan USA alleging that the patient's onetouch ultramini meter displayed an error message. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that the error message began on (B)(6) 2014 at 8 am. The reporter stated that he tested his mother's blood glucose using the subject meter twice that morning and the meter displayed an unknown error message both times instead of a result. The patient manages her diabetes with a combination of medications with diet and/or exercise. The reporter stated that he gave the patient 15 units of insulin in response to the alleged error message. The reporter claimed that the patient did not develop any symptoms; however he called for an ambulance at 8 am on the same day. The ems tested the patient's blood glucose and she was also tested at ER and the results obtained were "107-227 mg/dl" (times unknown). The reporter stated that the patient was taken to hospital by ems and treated in ER with IV fluids. At the time of troubleshooting, the csr noted that the patient and reporter were at the ER so were unable to perform walk-through troubleshooting as they did not have the test strips available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusions: even though the reporter claimed that the patient did not develop symptoms, the patient received hcp treatment at ER suggestive of a severe low or high blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.